Manufacturer narrative:
Concomitant product: product ID 8709, lot # l71609, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was 7 years old and end of service (eos) had occurred. However, the pump was a ¿problem pump¿ prior to eos occurring. The patient was going into withdrawal when the ¿pump was restarted¿ in 2011. The patient experienced symptoms of anxiety, restless leg, pain, aching all over, and chills. The physician performed a dye study in (B)(6) 2011 and they ¿gave up.¿ the contrast dye study was normal. Since that time the pump had contained only saline. The pump had previously delivered fentanyl. The cause of the issue was unknown; however, the event was attributed to the pump. The patient had patches for her pain. The patient recovered without permanent impairment.